Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units optical sensing module failed.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site postal code - 0158511,site country),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings, investigation conclusions),h10. A getinge fse used for emergency cases. Insert trp3546 into the body and input arterial pressure information from the polygraph in the catheterization room. I inserted the orange cable of trp in the middle of pci, but normally it should automatically switch to optical fiber, but it does not switch. The arterial pressure information was obtained from the monitor in the ward management and the treatment was continued. There is no problem with the treatment, but recently there have been too many things related to arterial pressure, so I was called to the ward to investigate pumping. It doesn't show up when I try to change it. External and direct notation only. Normally, if there is a problem with the balloon, there should be a problem with the optical sensor, and if there is a problem with the module, there should be a problem with the optical sensor module. I promise to bring a replacement machine on monday morning after the holidays. Patient information is not disclosed per hospital policy. Since it is an infectious disease +, only the machine will be investigated. There was no further information provided for the gfes and record will be closed and will be reopen if additional information is available. H3 other text : device not returned.